Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three devices. Visual inspection of internal components revealed sheared teeth on all three firing racks. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances:1. Firing over tissue that is beyond the recommended thickness range. 2. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indi cated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size." Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. Additional info: if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colectomy, when firing across the rectal stump, the surgeon attempted to fire the stapler with a black radial reload. The tissue was extremely thick and the patient had a previous stapled anastomosis. The handle cracked on the second squeeze and would not fire anymore. The second handle and new radial load did the same thing. The third handle and reload also cracked. The tissue and prior staple line were too much. As stated, the surgeon was able to press the green button and squeeze the handle on the three devices and they got another stapler and load to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colectomy, when firing across the rectal stump, the surgeon attempted to fire the stapler with a black radial reload. The tissue was extremely thick and the patient had a previous stapled anastomosis. The handle cracked on the second squeeze and would not fire anymore. The second handle and new radial load did the same thing. The third handle and reload also cracked. The tissue and prior staple line were too much. As stated, the surgeon was able to press the green button and squeeze the handle on the three devices and they got another stapler and load to complete the case. There was no patient injury.